Event description:
The customer reported that they observed a wash buffer solution leak from the wash buffer reservoir of a unicel dxc 600i synchron access clinical system no patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment, and there was no report of biohazardous exposure to personnel uncovered wounds or mucous membranes and no injuries reported. No personnel sought medical attention. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Beckman coulter inc. Customer technical services assessed the issue via telephone. The leak appeared to be located at the output fitting of the wash buffer reservoir. Beckman coulter inc. Issued a new wash buffer reservoir to the customer to resolve the leak. Hardware was the root cause for this event.